Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted rapidly and out of insulin pump alarms occurred after cartridge was empty of insulin from normal use. Customer reported to be "annoyed with the pump-beeping" and thought the pump was working properly; however, no additional information was provided. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support.